Manufacturer narrative:
A procedure cd and device are expected to be returned for investigation. It has not yet been received.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: surgical intervention. Time of symptoms/ae: during vessel closure. It was reported that a physician not trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional stenting procedure. After the clip was deployed, the device became stuck in the wound track and could not be removed. The physician disassembled the device, but was unsuccessful in getting the wings to retract. A surgeon was called in to remove the device. During removal, it was noticed that the clip was found in the adipose tissue under the skin, the vessel was not injured. The puncture site was sutured. The patient was transferred to the intensive care unit for observation. The next day, the patient was transferred to the cardiology general floor, and discharged in 2007. Though requested, no additional information was available.